Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer¿s blood glucose (bg) level was 450 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.